Event description:
The ge oec 9800 fluoroscopy system had the x-ray tube replaced after an arcing issue and the system would still not make x-ray exposures.

Manufacturer narrative:
A ge oec service rep investigated the issue and after the tube was replaced by the customer, it was found that the hv cable assembly and the camera were faulty and both were replaced and function restored. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.